Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the ap images were successfully taken without issue. A generic work volume was used to proceed through registration. During navigation, the manufacturer representative noticed that the displayed tool height (next to the "send surgical arm" button) appeared significantly taller than the actual tool height. The representative adjusted the tool height to reflect shorter tools. The tool height was higher than what it should be based on the 3define scan. The navigation was lowered to short tools by about 100mm. All screws were accurately implanted. No impact to the patient was reported. The procedure was delayed less than an hour.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and no problems related to the navigational inaccuracy were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.